Event description:
It was reported that the customer passed away due to a massive stroke. It was stated that the customer was not wearing the insulin pump at time of death. It was stated that since the customer did go to work, her co-workers called the paramedics. It was stated that the customer was feeling sick and did not take medicine through the day. It was stated that the customer possibly was experiencing mini strokes during the day. The customer's blood glucose reading was 387mg/dl, and her blood pressure was high at time the paramedics were called. It was stated that the insulin pump was in (B)(6) language, and it is unsure if the language was changed at the hospital or the customer had in this language. It was stated that the insulin pump was removed when the customer went to the hospital. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. Mfg. Report 1 of 2, medwatch report # 3004209178-2012-85638. Mfg. Report 2 of 2, medwatch report # 2032227-2012-04869.